Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having high blood glucose levels and has reported high blood glucose levels but he ruined his infusion set. Customer stated that he only got to wear it for a few hours. Customer would like a replacement for the infusion set that was kinked. Customer's blood glucose was 473 mg/dl about 10 days ago. Customer also had blood glucose readings of 596 mg/dl and 451 mg/dl. Customer replaced the infusion set and saw the cannula was flattened. Customer treated with 15 units using a needle. Customer removed the pump and treated with a syringe for lunch and dinner today. Customer treated with 14 units with the syringe. Customer removed the cannula and it was bent. Customer was advised that he cannot reuse the set. Customer stated that he threw away the box. Customer stated that he had inserted the cannula on his thigh. Customer declined troubleshooting of high blood glucose levels.